Event description:
It was reported that the customer's BG value displayed as "Low"; however, specific value was not provided. Cause of low BG was unknown. Customer consumed carbohydrates, juice, ice cream to address BG. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.